Event description:
Toxic shock syndrome [toxic shock syndrome], physically sick [malaise], fever [pyrexia], headache [headache], cough [cough], hypotensive [hypotension], lethargic [lethargy], septic [sepsis], arrest - cardiopulmonary [cardio-respiratory arrest], multi-system organ failure [multi-organ failure], ischemic events [ischaemia], bilateral paresis [paraparesis]. Case description: an attorney reported that their client, an adolescent female who was (B)(6) at the time, had been using tampax pearl, super unscented tampons during her menstrual cycle, last known use on (B)(6) 2007, when she became physically sick and was taken to the hospital with a reported history of fever, headache, and cough. While at the hospital she was hypotensive, lethargic, and septic and was transported on an emergent basis by helicopter to the (B)(6) hospital where, upon arrival, she was in critical condition and arrested, requiring cardiopulmonary resuscitation and admission to the pediatric intensive care unit. Their client was diagnosed with toxic shock syndrome and experienced multi-system organ failure and ischemic events resulting in bilateral paresis. She remained confined in the (B)(6) hospital from (B)(6) 2007; she was transferred to a rehabilitation facility on (B)(6) 2007 where she received rehabilitation treatment and unspecified care until her discharge on (B)(6) 2007. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product sample was not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation.